Manufacturer narrative:
H.6. Investigation: photo evaluation: 2 photos were received for investigation and observed white foreign matter on cannula. Sample evaluation: 1 unused actual sample in open packaged was received for investigation. The sample was subjected to visual inspection to check for foreign matter. Observed loose white foreign matter which is the epoxy on the cannula. The manufacturing process was reviewed. Probable cause could be due to stoppages at the cannulation station of the assembly machine which resulted excessive epoxy on the cannula. The production technician was supposed to remove the first rack once the machine start running again to prevent the nonconformance parts from flowing to the next station. Hence, the production technician had failed to remove the first rack and result in the nonconformance part flowing to the next process. DHR was reviewed and there were no "foreign" matter rejects at the outgoing inspection and no quality notification was raised in the past 12 months on a similar reported defect.

Event description:
It was reported that the syringe s2 2ml 24ga 1in experienced foreign matter contamination. The following information was provided by the customer: this doctor called the distributor stating that this needle cannot be of bd, as this looks so bad on quality. This is the rare that I have seen.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe s2 2ml 24ga 1in experienced foreign matter contamination. The following information was provided by the customer: this doctor called the distributor stating that this needle cannot be of bd, as this looks so bad on quality. This is the rare that I have seen.

Event description:
It was reported that the syringe s2 2ml 24ga 1in experienced foreign matter contamination. The following information was provided by the customer: this doctor called the distributor stating that this needle cannot be of bd, as this looks so bad on quality. This is the rare that I have seen.

Manufacturer narrative:
The catalog number and manufacturer have been updated. The following information has been updated: medical device catalog #: 300844 . Medical device manufacturer: becton dickinson, franklin lakes manufacturing location: becton dickinson, franklin lakes OEM manufacture: the manufacturing location for this product is bawal. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number.